Manufacturer narrative:
The device was returned to gore for engineering evaluation: the evaluation found leaks in one of the balloons. The root cause for the balloon leaks could not be determined with the available information. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Upon further investigation, it was determined that this event is not reportable. As it was reported the tri-lobe balloon catheter used during the procedure on (B)(6) 2019 was used to perform touch up ballooning and the balloon would not inflate. As it was reported the balloon was not inflated, it did not have an issue deflating and this report will be retracted.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment using two conformable gore tag® thoracic endoprostheses and tri-lobe balloon catheter for a thoracic aortic aneurysm. It was reported after stent graft placement, the tri-lobe balloon catheter was inserted into the patient. Reportedly, as the physician went to perform touch-up ballooning, the balloon would not inflate. The procedure was completed using another balloon. It was reportedly confirmed that the balloon was broken. Final intra procedure angiography identified a proximal type I endoleak. It was reportedly treated with touch-up ballooning and the procedure was completed. It was reported, during preparation of the procedure, aspiration and inflation of the tri-lobe balloon catheter was done without any problems.